Manufacturer narrative:
Cloud log review: (please note that according to the information available from the cloud, the system was used only in automated mode (i.e. Hybrid close loop) for this period). The data showed multiple boluses were delivered by the user on (B)(6) 2025 and no bolus records are present for (B)(6) 2025. Also, urgent low glucose alerts were generated at 02:10, 05:30, 05:35, and 11:36 on (B)(6) 2025. A pod expiration reminder was generated at 07:04 on (B)(6) 2025 and pod expiration alerts were generated at 11:04 and 18:04 on (B)(6) 2025. Furthermore, missing sensor values alerts were generated at 13:00, 14:01, 15:01, 16:01, 17:01, and 18:01 on (B)(6) 2025. The data showed that the automated algorithm was able to appropriately adjust the automated basal insulin amounts based on the estimated glucose values and user inputs. The algorithm appropriately reduced and stopped automated insulin as estimated glucose values decreased towards and below the user¿s set target. No instances of the automated algorithm suggesting automated insulin while estimated glucose values were below 60 mg/dl were observed. The system correctly generated urgent low glucose alerts and missing sensor values alerts when conditions were met, and the system responded appropriately to missing sensor values by transitioning the system to automated mode: limited. No errors or evidence issues with the system were observed in the available data. Physical controller review: the case description states that the controller was over delivering insulin. The physical controller was received for investigation. The android log files were downloaded and inspected. The controller was able to successfully pair with a pod and pass all insulin delivery tests. The bolus calculator functioned as expected and all boluses were successfully programmed and delivered. The controller was able to switch to automated mode and properly adapt to blood glucose (bg) inputs from a continuous glucose monitor (cgm) emulator. No problems were found with the returned device. Inspection of the android log files found no evidence of issues with insulin delivery. The patient history buffer (phb) audit data showed that the automated glucose control (agc) algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values (egvs) and user inputs. When the egv were going low, the insulin delivering was stopped. The customer was alerted for the low bg values. The engineering logs showed that the customer acknowledged the alert. The customer was alerted for missing bg values. The engineering logs showed that the customer acknowledged the alert. After one hour in automated mode without sensor values, the system resumed insulin delivery using the user's safe basal rate (which is the lower of the user's manual basal program and adaptive basal rate), which is expected behavior of the system. No instances of the system delivering automated insulin while estimated glucose values were below 60 mg/dl were observed in the data. No evidence of an over delivery of insulin or issues with the system were observed in the available data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare provider (hcp) that their patient had been hospitalized on (B)(6) 2025. The hcp was calling for the pin code to the patient's personal diabetes manager (pdm). The hcp wanted to access the pdm and investigate further. The patient is still in hospital at the time of reporting. The hcp reported the the patient suffered convulsions and was in a coma. The patient is intubated and on antiepileptic medication. No blood glucose levels were reported. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Update 28nov25 this MDR is being submitted to provide additional information on the event and patient. B2, b5 and h6 have been updated. The investigation is ongoing and insulet is attempting to recover additional details. A supplemental report will be submitted.

Event description:
It was reported by a healthcare provider (hcp) that their patient had been hospitalized on (B)(6) 2025. The hcp was calling for the pin code to the patient's personal diabetes manager (pdm). The hcp wanted to access the pdm and investigate further. The patient is still in hospital at the time of reporting. The hcp reported the patient suffered convulsions and was in a coma. The patient is intubated and on antiepileptic medication. No blood glucose levels were reported. If additional information is received a supplemental report will be submitted. 28nov25 following request for additional information made by insulet to the healthcare facility (initial reporter), additional information has been received from the healthcare facility (pharmacy department) on (B)(6) 2025. According to the healthcare facility, the device was apparently removed by the emergency staff upon their arrival at the patient¿s home. It is unknown where the device is, therefore lot details for all devices are unavailable. The healthcare facility reported the patient experienced hypoglycemic coma following insulin pump boluses (glooko xt graph related to the date of incident provided; no further information provided regarding insulin pump boluses). According to the healthcare facility, the patient found at home on (B)(6) 2025, agitated, hypertonic with impaired consciousness, facial clonus, for which antiepileptic medication was administered. No further information regarding the patient¿s symptom and antiepileptic medication provided (drug, duration, dosage) were reported. Patient was reportedly subsequently sedated for orotracheal intubation. Sedation reduction began on (B)(6) 2025, with definitive and permanent discontinuation on (B)(6) 2025. Persistence of a coma vigil 72 hours after discontinuation of propofol and sufentanil sedation. No further information regarding the sedation medication (duration, dosage) were reported. Deep sedation introduced on (B)(6) 2025. The patient passed away on (B)(6) 2025 in the afternoon (exact time not reported). According to the healthcare facility, the patient died as a result of this severe encephalopathy. Patient details: female, 66 years old. Medical history: type 1 diabetes since 1981, ischemic heart disease, arterial hypertension, and hypothyroidism. The healthcare facility confirmed to insulet the patient¿s prestataire is unknown.